Manufacturer narrative:
Due to character limit in e1 event site city name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had intermittent failure on screen. Patient was not involved. No harm.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. The customer still haven't accepted the quote for the equipment inspection provide for the getinge field service engineer (fse). This complaint will be closed if more information is received in regard to this complaint the investigation will be updated.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site telephone).